Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device upgrade procedure, it was noted that the right atrial lead exhibited poor sensing. The patient was in atrial flutter, which was under-sensed. The patient was asymptomatic to the event. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition pre, intra and post procedure and was discharged home.